Event description:
During a ptca treatment procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at six atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid right coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Patient status is reported as 'good.'

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible.